Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Functional and visual tests were performed, but the reported issue could not be duplicated. However, testing identified a faulty downstream occlusion sensor (dso). The cause of the issue was a faulty downstream occlusion sensor (dso). The downstream occlusion sensor was replaced. A review of the service history showed no indication that the complaint was related to any service performed on the device during the review period.

Event description:
It was reported that the pump blocked the cassette. There was no patient involvement, and no patient injury was reported.